Manufacturer narrative:
This is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the device. Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional relevant pt medical records and treatment data regrading the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.

Manufacturer narrative:
Device review- the manufacturer's regional equipment specialist (res) evaluated the device post event and could not duplicate customer report of high conductivity tcd=1 3 7ms and limits were at factory limits of =/-5 the res ran machine in dialysis mode and waited for machine to stabilize and, once stabled, performed all functional checks which passed. The machine was then placed into test mode and passed all tests. The device was returned to service. A device history record (DHR) review was performed and the device was found to have been manufactured per specifications. Medical record review based on the medical record review it appears on (B)(6) 2015, this patient expired 2 % hours after the code following her completion of tx the patient was admitted into the hospital on (B)(6) 2015 and received hd for fluid overload where the patient was documented to be accessed from the right chest catheter and tolerated the tx well. The medical records provided document that the patient had restless stomach pain and was treated with saline. The patient stated at this time (as documented verbatim in medical records) "she is ready to go to heaven." The medical records do not contain any history and physical, tx records, progress notes or diagnoses at the time of the patient's admission. On (B)(6) 2015, the patient completed sequential ultrafiltration at 1258 and tolerated it without complaints. She was taken to her room at 1324 and coded at 1330, but was eventually stabilized. The patient was taken to the intensive care unit where she subsequently expired at 1550. Although requested, medical records do not contain physician orders, progress notes, medication, tx records or diagnostic data to the reported event. The system level review of the concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Event description:
The user facility's biomed reported, a pt coded approximately 35 minutes post hemodialysis (ho) treatment (tx) and subsequently expired approximately 2 %/ hours later. The user facility requested a fresenius regional equipment specialist (res) to evaluate the machine for the reported conductivity running high at 14 1. The manufacturer's res evaluated the hd machine on site and was not able to confirm the report of high conductivity based on the provided treatment sheets, the patient was receiving sequential ultrafiltration (uf) treatment only and therefore dialysate was not being used. The machine passed all pretests prior to the initiation of tx. The (B)(6) female pt was diagnosed with fluid overload and receiving hd in an acute hospital setting. On (B)(6) 2015, the pt's tx was administered through her temporary right neck catheter. The pt was documented to be alert and oriented to person, place and time. The pt's pre-treatment vital signs were documented as temperature 97 6, pulse 67, respirations 17, blood pressure (bp) 92/47, weight 76 5kg and pulse ox 96% with oxygen at 2 liters per minute via nasal cannula. The hd tx started at 0855 the pt completed her tx at 1258. The pt's post-treatment vital signs were documented as. Temperature 96 1, pulse 52 and irregular, respirations 15, bp 80/38 and weight 73 7kg. The pt was documented to be alert, oriented and lethargic post tx. The net fluid removal was 1550cc and the total uf removed was 2404. The pt was returned to her hospital room at 1330, a code blue was called for response to the pt in cardiopulmonary arrest the pt was stabilized and sent to the ICU pt reported to expire at 1550.

Event description:
The user facility's biomedical engineer reported that pt coded one half hour into hemodialysis treatment and expired two hours later. The user facility reported that conductivity was running high at 14.1. The manufacturer's regional equipment specialist evaluated the device and was not able to confirm the report of high conductivity.